Manufacturer narrative:
The problem may be traced to a fiber breakage, which is a known risk already included and evaluated in the product's technical documentation and risk analysis, often attributable to inappropriate use of the device. Based on the latest updates, it is clear that an additional procedure was needed to retrieve the remaining fiber fragments in the patient following the initial treatment. Therefore, we consider this complaint reportable.

Event description:
During surgery, the device broke off inside the patient. The initial clinical procedure (lithotripsy) was completed to the best of the doctor's ability. Upon realizing the fiber had broken, the doctor attempted to retrieve it but was unsuccessful, deciding to leave the item in place. The patient returned four weeks later for surgery to remove the fragment. There were no further clinical repercussions for the patients.